Event description:
Customer reported that a secondary syringe medication, zoysn, did not infuse. Zoysn was ordered to infuse over 30 minutes and was hung at 5:25 am. The nurse discovered 5 hours later that the medication did not infuse. Medication was discontinued prior to knowing about the incident, and there was no patient harm. No patient harm was reported. No medical intervention was required. Although requested, no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the evaluation has been completed.